Event description:
Customer states: pump over infused, 2 ml. Rate: 500 dose: 10 medication or food: water.

Manufacturer narrative:
Pump was tested for accuracy several times using water. Each time pump delivery amount within specification (spec. +/- 5%). Pump works correctly, delivery proper amount of fluid.